Manufacturer narrative:
A ge representative replaced the eprom on the motron pcb with version 3.40, the latest version to be compatible with release 14 on the workstation. Booted the system and simulated a case with no errors. The system is functioning as intended.

Event description:
Customer reports the system displayed an x-ray switch security error code. No patient injury was reported.